Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: intended procedure l3/4 anterior lumbar interbody fusion (alif) level implanted: t10-s1 pre-operative diagnosis: non-union of previous instrumented spinal fusion it was reported that post-op, the rod was broken. The breakage was identified during intra-op alif procedure. A revision surgery was performed to re-stabilise the previous posterior fixation construct. The product came in contact with the patient. No fragment remains in the patient.

Manufacturer narrative:
Xray reviews: intra-op films for alif shows a previously placed posterior rod fracture, levels are unknown, time from initial surgery is unknown. Fusion status is unknown, but likely incomplete if a construct is being utilized. If information is provided in the future, a supplemental report will be issued.